Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported by a customer support agent that the user experienced an alert stating ¿unable to proceed. Please check notifications¿ during the cartridge load process. Multiple troubleshooting attempts were unsuccessful, and a replacement ilet was arranged. No blood glucose impact was reported.